Event description:
Dealer reported on 7/21/98 that they rec'd a call that there was a chain break. Dealer travelled to facility, found that the 's" hook that hooks into the sling chain and sling bar had broken. No eye witness to the break was available. No injuries occurred as a result of break.